Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
Via femoral access, the physician attempted to deploy the stent, but deployment was unsuccessful. The lever reached stpe 1: pre-release, but resistance was noted. Upon retracting the strain relief (blue portuion), the system retracted into the handle without deloying the catheter. The physician removed the device and successfully completed the procedure using another inspiremd cnd0840 stent. The case concluded without patient harm. During the process of packaging the product to be returned it was noted that it seems that the strain relief detached from the delivery system.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review, and clinical case imaging review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
Via femoral access, the physician attempted to deploy the stent, but deployment was unsuccessful. The lever reached stpe 1: pre-release, but resistance was noted. Upon retracting the strain relief (blue portuion), the system retracted into the handle without deloying the catheter. The physician removed the device and successfully completed the procedure using another inspiremd cnd0840 stent. The case concluded without patient harm. During the process of packaging the product to be returned it was noted that it seems that the strain relief detached from the delivery system.